Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and the issue was resolved.